Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up. Device was oversensing due to noise on the atrial channel. Myopotentials or emi was suspected for the cause of oversensing. Programming changes were made. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.